Manufacturer narrative:
This medwatch report is considered both an initial and supplemental filing. Results of the investigation are captured below. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : device samples not returned to manufacturer.

Event description:
Could you please help me to understand and comment why in feb 2024 for kazakhstan we got syringes with old additional stickers? In framework of coming sampling in kazakhstan distributor provided some pictures of below syr the additional stickers of which are old ones. Sku 320930 lot 2206032, sku 320921 lot 2269236, sku 320909 lot 2122514. The kz craf 6681 was updated in september 2023 and relabeling procedures for kazakhstan starting from craf approval should be proceeded with updated additional stickers for all syringes shipped to kazakhstan. As I informed previously, kazakh market is very sensitive for labeling. It should completely match with registration dossier. Any even slight discrepancies during annual sampling in kazakhstan may lead to withdrawal of registration certificate, making us unable to sell products in kazakhstan. Could you please comment on relabeling procedure for kazakhstan and why within almost 5 months after craf update we receive products with old additional stickers? How is the stock shipped to kazakhstan controlled? This complaint will cover 320909. Additional complaint records opened for other cat numbers listed in verbatim: (B)(4).